Manufacturer narrative:
Additional narrative: additional device product codes include gfa, gff and hsz. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part # 310.110, lot # f-13702. Manufacturing location: (B)(4), manufacturing date: oct 11, 2012. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the drill bit broke after a surgery in the sterilization/cleaning process on (B)(6) 2017. No patient involvement was reported. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection, device history records review and drawing review were performed as part of this investigation. The received drill bit shows that from the fluted tip approximately 10 mm section has broken off. The broken off portion was not returned. Because of the damages, the complaint relevant dimensions could not be checked to print specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The diameter 1.1 mm close to the breakage got measured. Measured dimension was 1.08 mm which is within specification of 1.1, 0/-0.03 mm. The measuring result shows conformity as per the relevant drawing. (B)(4). The broken surface is homogenous what indicates material conformity as well. Furthermore the measurable dimensions are well documented and all within the valid specifications. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overload situation or mishandling during the cleaning process could have led to the breakage of the device. As per the leaflet, ¿check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances¿. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.